Manufacturer narrative:
Device manufactured between august 08, 2018 to august 09, 2018. Fourteen (14) devices were received for evaluation. Unaided eye visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak from the spike port of all samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported fourteen (14) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The leaks were identified during compounding; therefore, there was no patient involvement. No additional information is available.